Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was found to power on normally. A review of the pump history indicated rebooting had occurred on the date of the reported issue, but could not be duplicated during testing. The pump history indicated that the pump was in use for four days after the reported incident with no further power issues. There were no alarms related to the complaint noted in the alarm history. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap secured properly to the pump, and there was no damage noted to the battery cap, battery compartment, or to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found on investigation; the complaint could not be duplicated.

Event description:
The patient reported that the pump self reboot three times in the evening. The patient stated there is no trauma to the pump and no water exposure. The patient reported she saw the verify screen.